Manufacturer narrative:
Batch review performed on 11-nov-2022. Lot 2110379: (B)(4) items manufactured and released on 22-nov-2021. Expiration date: 2026-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department. Revision 7 months after the primary surgery in a 89 year old female patient due to mobilization of the baseplate that caused the joint luxation. According to the report, there was no fall or infection. In the primary surgery, an autograft was used. It may be possible that there was no integration and therefore the mobilization of the graft and the baseplate. According to the report, the autograft was of poor quality as the bone of the patient where it came from. This problem is not related to a faulty implant.

Event description:
Revision surgery performed due to mobilization of the baseplate with autograft that caused the joint luxation, 7 months after the primary surgery. The patient has poor bone quality. The autograft was not of good quality. All implants, except for the humeral short stem, were revised.